Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during establishment of final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. Ntw (lot:30307a1095) was first attempted to be implanted. During "establishment of final arm angle (efaa)" during the deployment sequence, the lock failed and the clip opened from 10 to 60 degrees. It was thought maybe the lock was engaged too late and the clip overly tightened, so efaa was attempted again. However, the issue persisted. The clip was removed and two other mitraclips were implanted without incident, reducing mr to grade 1. There was no clinically significant delay. No additional information was provided.